Event description:
The dentist reported that implant was found to be sitting on the mental foramen nerve due to size of implant (tooth site 29). Implant was removed and site grafted. Doctor implanted a new implant in tooth site 31.

Manufacturer narrative:
The complaint could not be verified as an x-ray was not provided by doctor showed the position of the implant in the mental foramen nerve. Returned implant was visually inspected. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.